Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation right ventricular (rv) lead had a suspected fracture. The defib rv lead was partially explanted, due to the lead breaking during extraction, and replaced. Additionally, at the time of extracting the pace/sense rv lead, this lead also broke at the time of extraction. Therefore, this pace/sense rv lead was only partially explanted. No patient complications have been reported as a result of this event.